Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing failure post implant procedure. The impedance and amplitude values remained unchanged. Computed tomography revealed a suspected hemothorax due to rv lead dislodgement and perforation. A revision procedure was then performed by removing the lead and reimplanted successfully. A drainage procedure was performed due to hemothorax. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing failure post implant procedure. The impedance and amplitude values remained unchanged. Computed tomography revealed a suspected hemothorax due to rv lead dislodgement and perforation. A revision procedure was then performed by removing the lead and reimplanted successfully. A drainage procedure was performed due to hemothorax. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing failure post implant procedure. The impedance and amplitude values remained unchanged. Computed tomography revealed a suspected hemothorax due to rv lead dislodgement and perforation. A revision procedure was then performed by removing the lead and reimplanted successfully. A drainage procedure was performed due to hemothorax. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was explanted. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was not explanted. It was repositioned during a reoperation the day after implantation and remains in service; no product was returned for analysis.